Event description:
Customer reported that he had recently been experiencing high blood glucose levels. Review of the insulin pump's alarm history showed that two no delivery alarms had recently been returned. Blood glucose level was 332 mg/dl at the time of the call. During a follow up call, customer stated that his blood glucose level was 358 mg/dl. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.